Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the small volume infusor leaked fluorouracil into the housing. There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 7, 2015 to june 9, 2015. Evaluation summary: the device was received for evaluation. A visual inspection and functional leak testing were performed. No leaks, malfunction or abnormalities were identified during the evaluation of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.